Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump alarmed an error code 10. They stated that the alarm appeared on the pump screen but did not audibly alarm. Mmdg did follow up with the initial reporter who stated that the pump was replaced prior to the next scheduled feeding, and that they supplemented with water until then. They also stated that there had been no adverse effects to the patient due to the complaint. (B)(4).